Event description:
A #6 cuffed shiley trach was replaced for worsening hypoxia and increased work of breathing. The patient worsened and required placement on the ventilator but attempts to inflate the trach cuff were unsuccessful. The trach had to be changed out.